Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the jejunum for anchoring of jejunal feeding tube during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip would not release from the catheter once deployed. The physician attempted to actuate the catheter multiple time to release the clip but was unsuccessful. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not release from the catheter.